Event description:
The pt reportedly experienced sound quality issues followed by loss of sound with his device and pain when using his external equipment. Testing performed showed that the device is not functioning. Surgery to explant the pt's device has been scheduled.